Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated he is getting poor communication with the antenna for "about the last month" and later clarified it was in (B)(6) of 2017. The patient said that he can connect with the ins recharger (insr) and it said his ins battery was full. The patient was asked to try to use their patient programmer, but it said he needs to replace the batteries. The patient said that when he was implanted, his ins "was sticking out like a hump, and when the patient rotated their arms and sat down, the patient's friend noticed that its actually pushed in not sticking out like before". The caller said this was first noticed in (B)(6) as well. Patient reported no falls or trauma. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was waiting on the appointment to have the x-ray. They did not know the cause of the ins moving. They noted that the actions taken were a doctor appointment; they set them up with an x-ray on their back. The issue had not been resolved at the time of the letter. No additional complications were reported.